Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm vticmo 13.2, -17.50/1.5/095. (Sphere/cylinder/axis), implantable collamer lens for the patient's right eye (od). Tore/broke during loading in cartridge. Lens stuck in cartridge/injection system during injection. No patient contact (lens did not touch patient's eye). Reportedly, "back-up lens was used. No problem with the loading. No complications with surgery. This resolved the problem. Cause of the event is reported as device, user error, "body in optical part is quite thick, plus objectively more visco material in cartridge as needed can occured tear/break mentioned in this case. And with combination with unexperienced user."